Event description:
A ventilator was returned to the manufacturer for requested maintenance due to a "ventilator service required" alarm. There was no allegation of device malfunction. The device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, critical errors were discovered in the device's event log, in addition the device failed a test step. The technician recommended replacing the sensor board to address the issue. The device passed repair testing. No further investigation is required at this time. Additionally, the device's flow sensor assembly was replaced due to damage. Confirmed the device operated properly. Confirmed the software version is 11.5.01